Event description:
Disposable ghajar guide (which is a drill guide for making an entry hole into the skull with a drill bit) broke while the doctor was drilling, causing the drill bit to advance too far through the skull.